Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one day after implant, the cardiac resynchronization therapy defibrillator (crt-d) showed high and un defined atrial impedance even though there is no atrial lead. There also appeared to be a data recording problem as no sensing measurements for the right ventricular (rv) lead were available. The device appeared to be operating as programmed. The device remains in use. No patient complications have been reported as a result of this event.